Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the physician was not satisfied with the capture threshold measurements after changing the position multiple times. The lead was replaced. There were no adverse health consequences to the patient.